Event description:
Medium ligaclip cut the tissue and did not put a clip on.what was the original intended procedure?exploration for embolectomy.device #1is this a laboratory device or laboratory test?no.